Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, it is not available for eval. The event investigation is currently underway.

Event description:
It was reported that upon deployment, the stent moved from the intended target site. A 12mm balloon catheter was used to dilate the lesion in the area of the innominate vein. Due to residual stenosis, the physician decided to deploy a stent. Upon deployment, the stent immediately moved into the right atrium. A balloon catheter was used to move the stent back to the innominate vein, but the stent moved again, toward the diaphragm. Retrieval forceps were used via second access site to move the stent close to the intended treatment site. A second stent was deployed to secure the first stent. There was no report of injury to the pt.